Event description:
The event happened during vrd deployment. The physician attempted to deploy the vrd (enc451412 enc452812/10172357) across the target aneurysm in the right position. Although he was pulling back the prowler select plus (606-s255x/15727125) proximally, the vrd got stuck and was dragged off within the microcatheter. Then both the vrd and the prowler select plus were safely removed as a unit from the patient. After withdrawal, both the vrd and the prowler select plus were outside the patient, the physician tried to withdraw the vrd from the microcatheter in saline but he could not. Therefore the procedure was continued using new products (enc451412, 606-s255x, lot all unknown). Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications reported. No information regarding the aneurysm, medical history, mrs, act, inr, pt, and ptt, antiplatelet therapy. The occlusion rate after the procedure is also unknown. There is no information about the devices utilized during the procedure and the implanted coils. The complaint products were new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The complaint products are going to be returned for evaluation. No additional information is available and procedural images are not available. The procedure was coil embolization assisted with vrd for basilar top artery aneurysm that was calcified and moderately tortuous.

Manufacturer narrative:
Difficulty deploying the enterprise vrd (enc451412/10172357) across the basilar artery top aneurysm during a coil embolization procedure via a prowler select plus (606-s255x/15727125) was reported. The vessel was without calcification and moderately tortuous. When the stent was in the correct position, although pulling back the prowler select plus microcatheter (mc) proximally, the enterprise vrd god stuck and was dragged off within the mc. Both the enterprise vrd and mc were then safely removed as a unit from the patient. After withdrawal when both the enterprise vrd and mc were outside of the patient and attempt was made to withdraw the enterprise vrd from the mc in saline; however it could not be withdrawn. Therefore, the procedure was continued using a new enterprise and prowler (enc451412, 606-s255x/lots unknown) and the procedure was successfully completed without any further issues. There was no patient injury/complication reported. No information is available regarding the aneurysm or further procedural information and procedural images are not available. The complaint products were new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped or not. The complaint products are going to be returned for evaluation. No additional information is available and procedural images are not available. A review of the manufacturing documentation associated with this prowler select plus lot presented no issues during the manufacturing process that can be related to the reported complaint. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10172357. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile select plus 150/5 cm microcatheter (mc) was received coiled inside of a plastic bag. The enterprise was found inside of the mc. The mc was inspected and it was found compressed. No damages were noted o the hub just residues of dry blood can be observed on it. An attempt to flush the microcatheter was made; however, it was not possible because the device was found saturated with dried blood. The enterprise could not advance normally through microcatheter due to stent was stuck on damaged section of the prowler mc; extra force was applied and delivery wire advanced with difficulty then the stent was deployed. The whole length of delivery wire could not pass through the mc, only distal section (where the stent is mounted); also delivery wire could not be removed from mc due to the excessive dried blood in the mc. The ID from the microcatheter cannot be measured due to the enterprise was received stuck inside of the mc. The stent and the coil tip of the delivery wire were inspected under microscope magnification and no damages/defects were observed. Resistance/friction between the enterprise vrd and the prowler select plus microcatheter (mc) was confirmed with functional testing. With functional testing it was due to the compressed section at the end of the returned mc as well as dried blood within the mc. Although the timing and cause of the compressed damage cannot be determined; however, if it occurred during procedural use, it would have resulted in the reported event. The dried blood at the distal end of the enterprise system and mc may be from when the device was exposed in the vasculature during the initial deployment/partial deployment attempt of the stent. However if an adequate continuous flush was not maintained through the microcatheter, this procedural factor may have also impacted the event. Inspections are in place to prevent damaged devices from leaving the facility. With review of the reported information, the analysis of the returned devices and the device history records there is no indication of any manufacturing issues related to the event. Therefore no corrective actions will be taken at this time. (B)(4).

Manufacturer narrative:
A non-sterile select plus 150/5 cm was received coiled inside of a plastic bag. An enterprise was found inside of the microcatheter. The microcatheter was inspected and it was found compressed. No damages were noted o the hub just residues of dry blood can be observed on it. The ID from the microcatheter cannot be measured due to the enterprise was received stuck inside of the microcatheter. An attempt to flush the microcatheter was done but it cannot be possible due to the device was found saturated of dry blood; after that, additional force was applied over the enterprise and the stent can advanced into the microcatheter until the residues of dry blood and the stent were came out of the device from the distal section. The rest of the enterprise was stuck inside of the microcatheter and cannot be removed of the device due to the microcatheter was found saturated of dry blood. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as ¿catheter - resistance/friction-inner lumen¿ was confirmed during the functional test. The cause of the failure experienced by the costumer appears was due to the compressed sections found on the returned device. The damage found on the device could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; additionally inspections are in place (000mi033 rev. 53) that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new stent enc451412 (606-s255x, lot unknown); enterprise vrd and delivery (enc452812/10172357).